Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A handling problem was found where the reprocessing procedure deviated from the instruction manual. Additionally, the camera cable was deformed, there were white scratches noted, deformation of the scope mount and the focus ring, and there was a blurred image observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the hd camera head was insufficiently/inappropriately reprocessed and autoclaved. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the correct reprocessing was not performed because an autoclave was wrongly conducted. The event can be prevented by following the instructions for use which state: do not steam sterilize (autoclave) the camera head. The camera head is damaged. Olympus will continue to monitor field performance for this device.